Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message that caused the system to lock up. There is no report of patient injury.